Event description:
It was reported that there was a malfunction resulting in loss of auxiliary oxygen during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The screw on the auxiliary o2 flowmeter was tightened to resolve the issue. Block a1 and block a4: information not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.